Manufacturer narrative:
No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. Excessive no delivery test and occlusion test weren't performed due to prime/fill anomaly. The motor was tested outside of the device and it passed. The device had cracked reservoir tube lip, minor scratches on the lcd window, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.